Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was inserted and removed due to the surgeon noticing a scratch on the lens. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are broken in the gusset area and returned for evaluation. The optic is cut in half, typical of insertion and removal. Scratches are observed on both pieces of the optic on both the anterior and posterior sides. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).